Event description:
It was reported the guidewire became stuck and unraveled. During the procedure it was difficult to move the guidewire inside the catheter. The catheter was withdrawn out of the patient where it was observed that the guidewire was unraveled. The catheter and wire were replaced, and the procedure was completed with no patient complications. The catheter is not expected to be returned for analysis as it was discarded by the facility.180 1.5mm j tip. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).